Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received a ventricular tachycardia ablation procedure which was deemed unsuccessful. Later at night the patient experienced a ventricular storm in which the device delivered some anti-tachycardia pacing (atp) therapy which was not successful an actually had an accelerator effect, which contributed to the electrical storm. The patient received eleven shocks, some of them were considered inappropriate shocks and the episode ended. The patient was hospitalized and reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.